Event description:
Case description: us spontaneous report. An infection control practitioner reported the hosp had a cluster of infections in pts where gelfoam powder was used in spinal fusion surgeries. There were six pts in total. The pts had to return to surgery for debridement. This report is for the forth of six pts. Gelfoam packaged in glass containers has been the subject of a 10-day recall. The aluminum lid liner may produce aluminum fragments when opened. Compromise of sterility has not been demostrated with this product.